Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. (B)(4).

Event description:
It was reported that during sterile processing inspection, it was observed that the motor device had a crack on the hose sleeve at the wall socket clamp joint. During service and evaluation, it was determined that the motor device had a cut near the muffler area of the hose, the set screw was loose, there was oil between the swivel components, was leaking oil, lip seal was worn, the motor housing was dented and the collar was locking. The device also failed pretests for hose verification assessment, loctite assessment and oil leak assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.